Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was overdischarged. The patient stopped using their ins 12 months ago. The manufacturer representative (rep) attempted to interrogate and recharge the battery with no success. A physician mode recharge (pmr) trickle charge is planned but not scheduled at this time. Additional information was received. It was reported the patient decided they did not want to schedule for trickle charge and wanted a replacement. On (B)(6) 2021 the ins was replaced with a new ins. It was noted intra op, electrodes 0,3,4 and 9 showed a possible open circuit. Intraop testing completed with coverage of patient's painful areas, avoiding those electrodes. No further interventions were taken or planned at the time. The explanted ins was discarded.